Event description:
It was reported that a malfunction alarm occurred. There was no impact to the customer's blood glucose level. Reportedly, the customer will continue to use the pump for insulin therapy.